Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that during a procedure the radiopaque tip fell off of the cannula plug and remained in the vertebral body of the patient. As there was no way to remove it, the implant was placed and the radiopaque tip was cemented into position with the implant. No surgical delay, medical intervention, or adverse consequences were reported.